Manufacturer narrative:
Samples of same lot returned and evaluated. No defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the number of sutures that frayed during the procedure? What is the number of sutures that broke during the procedure?

Event description:
It was reported that a patient underwent a nissen procedure on (B)(6) 2018 and suture was used. During the procedure the suture frayed and broke while being pulled through the tissue. Procedure was completed with another suture of the same product code from a different lot. There were no patient consequences reported. Additional information has been requested.